Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon would not deflate enough and could not be pulled out through the scope. The procedure was completed at this time. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual inspection of the device found that the catheter was cut into two pieces and bent. A functional examination could not be performed due to the condition of the device. There is not enough information and evidence available to determine a root cause. Therefore, the root cause could not be determined. A review of the device history record (DHR) was performed, confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon would not deflate enough and could not be pulled out through the scope. The procedure was completed at this time. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. The patient's condition after the procedure was reported to be fine.